Event description:
The item broke during surgery. No part of the instrument remained inside the patient. This event occurred in spain.

Manufacturer narrative:
The device is unavailable for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The investigation revealed that the report relates to a nuvasive coroent large mp paddle shaver, 7mm. The report indicates that the instrument fractured during use, and broken pieces had to be removed. There was no patient injury associated with this reported event. The product was not returned for evaluation, but images were provided that visually confirmed the reported complaint. Based on the reported information, the root cause is unknown with a possible root cause of the issue noted as excessive force applied. These devices are subjected to handling after distribution into the field, precautions for which are noted in device labeling. Review of the device history records notes no material non-conformance¿s, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Labeling, manufacturing, and risk reviews were completed with no deficiencies, discrepancies or adverse trends noted. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time.

Event description:
The item broke during surgery. No part of the instrument remained inside the patient.